Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation, that a malfunction of an ion system, instrument, or accessory occurred. As of (B)(6) 2023, a review of the system logs for the reported procedure date showed there were no related system errors to have occurred, during the procedure that would have likely caused or contributed to the reported event. See attached email and logs.

Event description:
It was reported, that after an ion endoluminal lung biopsy procedure. The patient developed a pneumothorax requiring chest tube placement and hospitalization. The biopsied lesion was in the right upper lobe and was diagnosed as malignant. A small pneumothorax was identified post procedure via chest x-ray. The patient was asymptomatic. The pneumothorax increased over time. Therefore, a pigtail catheter was placed to resolve the pneumothorax. The next day, the chest tube was removed and the patient was discharged home. There is no allegation, that a malfunction of an ion system, instrument, or accessory occurred.